Event description:
Patient reported that their aligners continue to cut their gums. Previously they were advised to move back several steps and that worked until they switched to different aligners. They have tried soaking the aligners and rolls to help. Still the edges cut into their gums.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.